Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, there was an open pulse wire between the distribution node (dn) and ECG "b". The cause of the test failure was the open wire. The root cause of the open wire cannot be positively identified, but is likely due to excessive force. No adverse event resulted from the damaged belt. Review of the patient's ECG strips and flag files does not indicate a device malfunction during use. There is no reason to suggest the device caused or contributed to the patient's death.

Event description:
A zoll distributor returned electrode belt sn (B)(4) for its association with an adverse event. During servicing, electrode belt sn (B)(4) was unable to perform incoming functionality. The last patient to use electrode belt sn (B)(4) passed away on (B)(6) 2014. The device properly detected ventricular tachycardia, but the arrhythmia was only sustained for 9 seconds, not long enough for the treatment sequence to be initiated. About 10 minutes later, the device detected and alarmed for bradycardia and asystole. No treatment sequence was initiated for bradycardia or asystole, as there are considered non-treatable rhythm.